Event description:
Additional information was received from the patient on (B)(6) 2016 stating that they met a company representative (rep) at their doctor's office that "set it for a-b-c-d", which had helped the patient out.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient's stimulation was not working as well as it was. They were initially on group a and then tried group b to see if they got any improvement but they did not. It was stated that the therapy did help the patient's pain a lot, but mainly they had a hard time sitting or standing up and now the stimulation only seemed to be covering their right side of their back instead of the whole back. This was said to be a sudden change in therapy that occurred a couple weeks ago. A fall was reported to be related to this issue. The patient lost their footing and fell back against a doorknob which bumped their hip where the ins was located. It was stated that it didn't seem like a hard bump, but the ins site was sore for a day or two afterwards.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.